Event description:
The international customer reported the ventilator restarted while in use on a pt. The customer reported there was no pt harm. As the device is out of warranty, service is pending customer approval.

Manufacturer narrative:
Device evaluation/service pending.